Event description:
It has been reported to co that during the procedure this device experienced intermittent continuity. There is no report of pt injury. The device is being returned for co's analysis.